Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Pump supplies were changed. Customer was vomiting and blood glucose (bg) was 670 mg/dl. Correction boluses were delivered to address bg. Customer was transported via ambulance and was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin was administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018 with no permanent injury. Customer declined tandem technical support's offer to perform a pump system check. Customer reverted to using manual injections for insulin therapy.